Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. The insulin pump had a slightly corroded battery tube. No damage found on the lcd isolation tape noted. No unexpected off no power, low battery, failed battery test or bad battery alarm noted. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that he changed the batteries, tried 5 different batteries, and the display did not return. The customer's blood glucose was 320 mg/dl. He did not observe any physical damage, moisture damage, or corrosion to the insulin pump. The customer left the battery out for 20 minutes prior to troubleshooting, was advised to insert a new battery, and confirmed that the display still did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.